Manufacturer narrative:
(B)(4). Evaluation, results: arterial and venous occlusion. Results/conclusions: moderate tortuosity and mural thrombus in the aneurysm neck.

Event description:
A talent stent graft system was implanted into a patient for the endovascular treatment of a saccular/penetrating artherosclerotic ulcer approximately 13 months ago. Vessel morphology was reported as the aorta has moderate tortuosity, no calcification and mural thrombus in the aneurysm neck. The stent graft delivery system was advanced through conduit and the first stent graft was implanted in zone two, the second and third devices were implanted in zone four without issue. A recent CT performed that demonstrated that there was stent graft thrombosis and stent graft stenosis. No additional clinical sequelae were reported. (Ref MFR# 2953200-2011-01153, and 2953200-2011-01154).